Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose and the insulin pump had keypad issue. The customer blood glucose level was 40 mg/dl at the time of incident. The customer stated that the they were not able to clear the alarm after changing the battery. The insulin pump will not be returned for analysis.